Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
A customer reported that a pump was not infusing and was "hiccuping". Medication and infusion parameters unknown.